Event description:
It was reported that the patient passed away. They had experienced post-operative cardiogenic shock, profound vasoplagia, with bowel ischemia and the family decided to withdraw care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.